Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain, pinch and rupture". Later, patient reported "about 30 days ago, severe pain began. Ultrasound showed signs of prosthesis rupture." This record relates to the left side. The device remains implanted.

Event description:
Patient reported "pain, pinch and rupture". Later, patient reported "about 30 days ago, severe pain began. Ultrasound showed signs of prosthesis rupture." This record relates to the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, g2, h6.